Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the pt was implanted in 2001 and developed an infection in 2002. At that time, the vns "clip" was removed, per clinic notes. It is unk at this time what is meant by "clip", but the vns lead and generator remained implanted. Attempts for further info are in progress.